Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, the distal tip of the neuron max became compressed while being inserted in the groin site which was pre-dilated using another manufacturer's dilator. The compressed neuron max was removed and the procedure was completed using another manufacturer's sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: upon receipt, the dilator was inserted through the neuron max 6f 088 long sheath (neuron max), and the neuron max appeared to be bent. The dilator was removed by a penumbra investigator to reveal the neuron max was kinked approximately 78.0 cm from the hub and bent approximately 5.0 cm from the distal tip. There was no visible ovalization or compression of the distal tip. The dilator was kinked approximately 92.0 and 93.0 cm from the proximal end. Conclusion: evaluation of the returned device revealed the neuron max and dilator were bent and kinked near their distal ends. This type of damage typically occurs due to forceful advancement of the devices against resistance during insertion into patient anatomy. Further evaluation revealed no compression or ovalization of the neuron max distal tip. The non-penumbra dilator mentioned in the complaint was not returned for evaluation. Neuron max devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.